Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an incident where the user experienced sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The RMA was authorized but not received so no further confirmation or investigation of the complaint is possible. H6 method code updated to 4114. H6 result code updated to 3221. H6 conclusion code updated to 67.